Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, but the device to be in good physical condition. There was no evidence to review in the device event history log. The reported problem was verified by functional testing. It was determined that the most probable root cause is a motor failure. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 20-dec-2023.

Event description:
It was reported that the pump failed the flow test twice during testing. The pump worked but was hard to infuse. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.